Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a shocking sensation with stimulation on. High impedances were measured at some of the lead contacts. As a result, surgery may occur to address the issue.

Event description:
Additional information was received that surgery occurred to explant the lead, which addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.